Event description:
Foley catheter inserted in 2009, and ordered removed thirteen days later, from male pt. Nurse unable to remove catheter-balloon deflated from urethra. Urologist called and removed catheter forcefully to release from urethra. Urologist stated this was 4th pt he has had this problem with in our hospital, when removing bard silicone foley catheters. The patients were male and also female. The deflated balloon had formed a ridge that was causing the problem with removal from the urethra. The catheter was a #16 fr. Bard latex-free all-silicone foley catheter with a 5 cc balloon, not able to determine lot # since it was inserted over 2 weeks ago. Dose or amount: #16 fr. Dates of use: 2009. Diagnosis or reason for use: unable to urinate. Event abated after use stopped: yes. Event reappeared after reintroduction : no.